Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had a difficult time recovering from surgery due to pain and inactivity. The device was causing discomfort at the ipg site and overtime, the discomfort never improved despite reprogramming attempts. It was noted that ipg felt loose in the pocket. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were disposed by the facility.